Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used meter drainage bag with an inlet tube, sample port connector, catheter and tes. Visual inspection of the sample noted no kink present on returned sample. The reported event was not confirmed. A risk review and a labelling review was not required as the reported event is not confirmed. The lot number was unknown; therefore, the device history record could not be reviewed.

Event description:
It was reported that when the drain bag was in place, the area where the urine collection bag and tube join become kinked, making it difficult for urine to flow out.

Event description:
It was reported that when the drain bag was in place, the area where the urine collection bag and tube join become kinked, making it difficult for urine to flow out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.